Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: the pump was returned with moisture in the battery compartment. Leak testing failed due to a crack in the battery compartment starting at the threads to the left side of grip pad down to the seal. The pump was opened and moisture observed throughout pump casing. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.